Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 251mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support (cts) discussed possible site selections with the customer as the customer is lean. During a follow-up call, additional occlusion alarms were reported. Cts advised the customer to performed a complete supply change to address the occlusion alarms. The customer resumed insulin deliveries and successfully delivered to a correction bolus without any additional occlusion alarms declaring.